Event description:
Opened the ligasure that was processed by stryker to the sterile field, when the ligasure was plugged into the cautery machine, it errored with "invalid instrument" and would not allow us to use the ligasure. The instrument was removed from the field and replaced with another ligasure impact, that worked.